Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of vascular occlusion and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected to the prejowl sulci and chin with 1 ml of juvéderm® voluma¿ with lidocaine. Prior to injection patient was pretreated with chlorhexidine and lmx4. The following day patient developed vascular occlusion. It is additionally noted that ¿despite repeated hyaluronidase injections necrosis continued in the right prejowl/chin area. Patient was injected with hyaluronidase on two separate occasions and was also treated with aspirin, prednisolone, sildenafil, ciprofloxacin, clarithromycin, and topical glyceryl trinitrate ointment. Symptoms are ongoing and patient remains on medical management and under the care of a specialist plastic surgery unit.